Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop button needed to be adjusted. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The baxter technician adjusted the emergency button to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an emergency function in an operative were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
Additional information has been requested regarding the malfunctions found during servicing, the investigation is still on going a final report will be submitted upon completion.

Event description:
During servicing by baxter, technical service identified that multirall 200 (product code 3130001, serial number (B)(6), had emergency stop button inoperative. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.